Event description:
The reporter stated the technician removed a 13.2mm micl 13.2 implantable collamer lens from the vial and noted one haptic was torn. The lens was not used, and there was no patient contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
(B) (4): evaluation results - visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was preformed and no similar complaints were found within the work order. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4)